Manufacturer narrative:
The subject device was not returned to omsc, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from (B)(4), there was the possibility that this phenomenon was attributed to the aging degradation of the subject device due to long-term use. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the maintenance of the subject device at the service department of olympus (B)(4), it was found that the switches on the front panel of the subject device could not function. There was no report of patient injury associated with this event.